Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: location of aro: "1-7-1, " 42. Brand name: number of persons exposed: 1, number of persons adversely affected: 0. Actions taken to control, correct, or eliminate:.

Event description:
A site representative reported that, while in a spinal fusion, an imprecision of five millimeters was observed following an image acquisition. It was reported that a second image acquisition was performed but the issue persisted. The site then rotated the imaging system for the left side tracker to continue and there was no allegation of imprecision. It was reported that the site opted to complete the procedure without navigation and medtronic imaging. It was reported that a screw was placed inaccurately by the site, however the misplaced screw has not been revised and the imprecision was noted to be a use error. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.